Event description:
During remote follow-up, noise leading to oversensing and inappropriate automatic mode switch were observed on the device and right atrial (ra) lead. Lead damage was suspected. No intervention was performed. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-10093.